Manufacturer narrative:
This MDR is being submitted to FDA as an initial report. The device was not returned for evaluation.

Event description:
During a surgical procedure, one side of the grasper tip broke and fell into the patient. The broken piece of the tip was retrieved from the patient. There was no harm to the patient.